Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator for non-malignant pain. The patient had a stimulator for pain that he receives in the chest/heart area. It was reported the patient had a return of symptoms. An increase in pain started the past week. The patient would normally charge once a week however they were away for 3 weeks and when going to check the device the day of report it was showing that it had not depleted. The patient had an increase in pain and they adjusted the settings. They had adjusted from 300-450. No trauma/falls were reported that could be related to the issue. No recent medical test or emi environment exposure was reported. The patient was going to follow up with their health care provider. The patient later reported there were no changes that led to the increase in chest pain. In an attempt to resolve the increase in chest pain the patient increased the power level from 300 to 450, however, the patient still had pain, but was unable to increase the power level. The patient further stated they were ¿at a point where I feel that I¿m always receiving a shock and have to use morphine two to three times a week.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.